Event description:
It was reported to philips that the system displayed an error message indicating low disk free space which can be impact on imaging. No harm was reported to philips. Philips has started an investigation of this complaint.